Event description:
An inappropriate message was reportedly displayed when the device was interrogated in its box (¿aida was not activated after implantation¿).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
An inappropriate message was reportedly displayed when the device was interrogated in its box (¿aida was not activated after implantation¿).